Event description:
It was reported that mobile app displayed message indicating pump connection was lost because pump had powered off due to drained battery. There was no reported impact to the customer¿s blood glucose level. Customer placed pump on charge pad, turned pump back on, and successfully restored connection to mobile app, and technical support provided education that insulin on board and maximum hourly bolus would reset, continuous glucose monitoring sessions would need manual restart, and cartridge would need reloading after any pump shutdown or reset, which customer understood and acknowledged.